Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and had not met the projected longevity. A procedure was scheduled to have this icm device explanted and replaced with a new icm device. However, the hospital has not performed the procedure at this time. No adverse patient effects were reported. This icm device remains implanted at this time.